Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported thumping under the left lower ribcage when lying in bed two weeks after implant. It was noted this was diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and the patient reported it resolved the thumping. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.